Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient injected in the checks with 2 vials of skinvive¿ by juvéderm® that was "injected too superficially and is coming to get it dissolved". Event is ongoing. Later healthcare professional reported "superficial bumps in the skin that were very noticeable".